Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 5.0 to 10.0mmol/l. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored in the bathroom. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is approximately one week ago. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer states that he has been using this meter for about 5 years and he test 5 times a day. Customer is on insulin.